Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise hypertrophic scar and granulation tissue from the abutment site. The patient was administered 40mg, 2 ml of kenelog during the procedure. The abutment was exchanged at this time. The implanted device remains.